Manufacturer narrative:
The company service representative was able to resolve the reported event remotely with the customer. And therefore, no parts needed to be replaced. After replacing the cassette, the system worked with no further issues. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an event unrelated to the system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction procedure the surgeon experienced poor vacuum in phacoemulsification mode. The cassette and handpiece were exchanged but the poor vacuum persisted. No system message appeared. The case was completed it just took longer than expected. There was no harm to the patient. Additional information was requested and received.